Event description:
It was reported that during use of the bd plastipak¿ luer-lock syringe the silicon stopper came off the plunger inside the syringe.

Manufacturer narrative:
H.6. Investigation summary: it has been received 1 unused sample of 30ll lot 1810216 with open blister for investigation. Upon visual inspection of the sample received, it can be observed the stopper is disassembled from the plunger. No damage or molding defect can be observed in the plunger rod that could have caused this defect. DHR of lot 1810216 has been reviewed finding an annotation regarding the alleged defect. During assembly process a failure was detected in assembly station that caused the stoppers were not correctly assembled to plungers. Once detected, defective samples detected were rejected and mechanical team repaired the failure. According to inspection plan procedure jg-500, 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): 1.visual inspection molding: 2 injections per shift printing: 10 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 10 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance step (without product) per two hours, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf package per pallet. 2.functional inspection printing: once in pallet#1, once in pallet#7, once in pallet#14 and once in pallet#22. Assembly: once in pallet#1, once in pallet#7, once in pallet#14 and once in pallet#22. Primary packaging: once in pallet#1, once in pallet#7, once in pallet#14 and once in pallet#22. We can confirm that the root cause of the non-conformance is related with the failure detected during manufacturing process in the assembly station. Project#1688 has been opened to install a vision system in the assembly station to defect this defect.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd plastipak¿ luer-lock syringe the silicon stopper came off the plunger inside the syringe.